Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was not locking¿ was confirmed through functional testing. The probable cause was a faulty latch lock sensor. The latch lock sensor was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion, the device was not locking.